Manufacturer narrative:
Investigation conclusion:a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: can not determine. Source: phone.

Event description:
Customer reporting 2 discordant sars results on an asymptomatic patient. Customer states they received 2 positive sars quidel qv result and a negative sars result from another brand of antigen test. No confirmation testing was performed. Report 1 of 2.